Event description:
It was reported that the patient experienced discomfort, had skin irritation, and headache. The patient underwent an explant procedure.

Event description:
It was reported that the patient experienced discomfort, had skin irritation, and headache. The patient underwent an explant procedure. Additional information was received that all components were explanted. Additional information was received that the explanted devices will not be returned per hospital policy.

Event description:
It was reported that the patient experienced discomfort, had skin irritation, and headache. The patient underwent an explant procedure. Additional information was received that all components were explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7091783/7091619.